Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the tube guide rollers failed during pm testing. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) cleaned and greased all delrin rollers and the roller to roller settings were in specifications. With the parts replaced, the unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.